Manufacturer narrative:
The investigation results will be provided on the final report.

Event description:
It was reported that the patient's trial lead was unable to be placed due to patient anatomy. As a result, the procedure was abandoned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.